Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 3/18/2025, it was reported by a sales representative via email that an ar-2372blo knotless ac tightrope button had bent and detached from the inserter. The surgeon inserted the implant through the clavicle without any complications and used a c-arm to ensure everything was satisfactory. After aligning the button with the coracoid tunnel and continuing to insert it, it was noticed in the x-ray that the button had bent and detached. The surgeon applied tension to the suture to strengthen the button, but this was unsuccessful. The surgeon was forced to make a small incision to retrieve the button. The case was completed using another button kit. This was discovered during an ac joint orif procedure on (B)(6) 2025. Additional information was requested on (B)(6) 2025.

Event description:
Additional information was received on 4/1/2025: the case was completed using another ar-2372blo knotless ac tightrope. The case was not delayed.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion and/or prying/leveraging the device during use.